Manufacturer narrative:
The customer¿s report that fluid was leaking from the second y-port was not confirmed. Functional and pressure testing did not replicate any leaks at the second y-port or anywhere else throughout the received set. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components functional testing was performed by attaching it to the set allowing fluid to flow through the whole set via gravity. Fluid flowed freely and showed no signs of leaking at the second y-port or anywhere else throughout the set. The set was then pressure tested and there were no signs of leaking anywhere on the returned set while the tubing was manipulated at each engagement. The root cause could not be determined because no leaks occurred throughout the set during internal lab testing.

Event description:
It was reported that fluid was leaking from the second y-port. The leaking continued even after disconnecting and reconnecting the tubing in an attempt to ensure appropriate connection. This tubing was then detached from the patient and a new tubing was spiked into a new IV bag. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event. Although requested, additional event information has not been provided to date.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot: 304378, exp: oct20, 5% dextrose and 0.2% sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that fluid was leaking from the second y-port. The leaking continued even after disconnecting and reconnecting the tubing in an attempt to ensure appropriate connection. This tubing was then detached from the patient and a new tubing was spiked into a new IV bag. There was no patient harm. Although requested, additional information was not provided.